Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to his doctor due to the blood glucose could not keep down. The customer¿s blood glucose level was 176 mg/dl and it was went to 396 mg/dl without eating anything. Customer stated that the infusion set was not working. Customer stated that the doctor increased the basal rates. Customer declined for troubleshooting and they did manual injection. The insulin pump will not be returned for analysis.